Manufacturer narrative:
No calibration influence was observed. Quality controls were within range prior to the event. A general reagent or analyzer issue was not present. No relevant analyzer alarms were reported. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The anti-tpo reagent lot number was 864003. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-tpo on a cobas 8000 e 801 module. The sample initially resulted in an anti-tpo value of 50 iu/ml. The sample was repeated on a second analyzer, resulting in a value of 9 iu/ml. The sample was repeated on the complained analyzer, resulting in a value of 9 iu/ml.